Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided. Reportedly, the customer had delivered multiple boluses prior to the low. Customer consumed carbohydrates to address the bg. Recommendation was made to consult with healthcare provider regarding diabetes management.